Event description:
It was reported that the patient had respiratory arrest on (B)(6) 2023. Log file review found multiple pulsatility index (pi) events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event cannot be conclusively determined through this investigation. The controller event log file contained data on (B)(6) 2023 spanning from 13:54:03 to 16:15:03, per the timestamp. No notable alarms were recorded, and the pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(4), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Although no specific adverse events or device-related issues were reported, heartmate 3 left ventricular assist system instructions for use, rev. C outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as normal pump operation. No further information was provided. The manufacturer is closing the file on this event.